Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, on separate event dates, involving the access accutni assay used in conjunction with the access 2 immunoassay system. This report is one of three referencing the event date noted. An initial result of 0.66 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. The customer did not know if there was any additional change to patient care. There has been no report of current patient outcome. The customer stated subsequent testing of the patient's sample, through an alternate methodology, generated a negative result (actual value was not supplied). The customer also reported the patient's additional cardiac work-up was negative following the admission to the hospital. The physician then requested the sample be tested for heterophile interference. The customer will send the patient's sample to beckman coulter for further analysis. At present, no patient's sample has been received. Patient samples are collected in 4 ml lithium heparin plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. All samples are filtered and reported to be clear of hemolysis, lypemia, and any other abnormalities. Quality control and system check had been acceptable and were within specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-01115, 2122870-2013-01116, 2122870-2013-01117.